Event description:
Device 2 of 3. Ref MFR reports: 1627487-2011-10461 and 10463. The pt received the scs system on (B)(6) 2011, which includes an ipg, one percutaneous lead and one surgical lead. It was reported the pt is experiencing a shocking sensation between the ipg adn lead site. The sensation occurs when stimulation is off. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.